Event description:
The customer reported that patient died during transportation to another hospital after malfunction of the h5000 system.

Manufacturer narrative:
(B)(6). There is not clear yet if system malfunction contributed to the death of patient. When investigation is completed a follow up report will be sent to the FDA.